Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a battery out limit alarm and an off no power alarm. The customer's blood glucose level was 5 mmol/l. The customer was informed that they could continue to wear the device until the replacement arrived. The customer was informed that the device would be replaced, and was informed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump was monitored and no off no power or battery out limit alarms occurred during our testing. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.